Manufacturer narrative:
It was reported that the patient implanted with an onkos pelvic reconstruction case sustained a fall and fractured a my3d personalized pelvic reconstruction cancellous bone screw. The patient was revised on 27 february 2025 to remove the fractured screw component. It is likely that external trauma (i.e. Patient fall) contributed to the patient's cancellous bone screw fracturing. The my3d personalized pelvic reconstruction system IFU was reviewed, and the following relevant post-operative complication was identified: the patient is to be warned that the device does not replace normal healthy bone, that the implant can break or become damaged as a result of strenuous activity, trauma, or normal use, and has a finite expected service life and may need to be replaced at some time in the future.

Event description:
It was reported on (B)(6) 2025, that the patient implanted with onkos my3d personalized pelvic reconstruction case c24-0458 sustained a fall and fractured a cancellous bone screw. The patient was revised on (B)(6) 2025 to remove the fractured screw component. This event will be reportable as a serious injury due to the revision procedure.